Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, ¿a national survey on the efficacy and safety of continuous subcutaneous insulin infusion in patients with type 1 diabetes in spain¿ a total of 1,275 patients were included. It was found that 66% (407 patients) of the participants used medtronic insulin pumps. Results suggest that insulin pump therapy was associated with a sustained improvement in glycemic control and a reduction in severe hypoglycemia. However, it was also noted that 9.5% (80) subjects discontinued pump therapy: 29 subjects cited therapy failure as the reason, 19 subjects cited personal reasons, and 4 subjects cited diabetic ketoacidosis. The length of time from start to interruption of insulin pump therapy was 3 years. No products were returned for analysis as a result of this study.